Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the patient was not feeling well when the right ventricular lead was pacing. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.